Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered issues with the automated impella controller (aic). There was a tag on the aic saying ¿broken¿ without any context or further clarification. The clinical engineer asked that it go through the standard maintenance process to ensure its safe. There was no reported patient involvement.

Manufacturer narrative:
Data analysis: the logs are littered with constant failed handshakes between the automated impella controller (aic) and rlm. Device analysis: the aic was booted up and the logs from the field were reproduced. The rlm was not getting through boot up as it was persistently partition switching due to a corrupt usd card. Since the rlm would not successfully boot up, the aic could not successfully handshake. Replacing the usd card alleviated the failure. Root cause: the rlm's inability to boot up was caused by a corrupt usd card. The cause of the corrupt usd card was not determined. H6 medical device problem code 2993 was erroneously entered on the initial manufacturer device report number 1220648-2025-30118.